Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. The patient called boston scientific technical services (ts) and reported the icm device was poking out days after implant. Subsequently the patient was seen by the physician. The physician explanted the icm device. No other devices have been implanted at this time. Device has not been returned. No additional adverse patient effects were reported.